Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the minute ventilation signal was visible on the right atrial (ra) channel of this device. The signal was not oversensed but using an epicardial lead with the minute ventilation feature is considered off label use. Further review revealed fluctuating ra impedances and missed beats that could be from loss of atrial capture or the patient's intermittent heart block. Additionally, r-wave oversensing was noted. At a previous device check high out of range impedances greater than 2000 ohms were measured on the right ventricular (rv) channel and the device was reprogrammed. Both the ra and rv leads are competitor's products. This device remains in service. No adverse patient effects were reported.